Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an alert for the right ventricular (rv) lead that exhibited high pacing impedance. During a clinic check on (B)(6) 2022, the lead also exhibited intermittent loss of capture and noise over-sensing due to suspected lead fracture. The lead was capped on (B)(6) 2022 and replaced. The patient was recovering and asymptomatic.